Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the kvp on the 9800 system would not go over 70 kvp and the image was all white. No patient injury was reported.